Event description:
The report stated that the ligasure v was in use during a sleeve gastrectomy. When the surgeon fired the device, the activation tone was heard and the customer reports that there was smoke at the seal area, but that the pt's tissue was not sealed. The ligasure handpiece was being used with a ligasure sys generator set at 3 bars of power.

Manufacturer narrative:
To date, the incident sample has not been received for eval. Add'l questions in regard to the incident have also been asked. If the sample is received or if add'l info pertinent to the incident is obtained, a follow-up report will be submitted.